Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a problem with connecting the return electrode. They did not feel the resistance of contact with the patient. In some cases the return electrode monitoring remained active (green) even if the electrode was disconnected completely. There was no allegation of patient death or serious injury. Additional information was requested but no further details were provided.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found no defects. The reported condition was confirmed. The investigation found that the device is outside parameters: calibration was required. The investigation isolated the failure to an issue with calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The condition of the product was addressed by completely recalibrating the device. A review of the device history records for this generator found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.